Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and scratched lens. The event history log was downloaded with nothing to note. Functional testing found the pump failed for accuracy (over-delivery). The root cause was determined to be a defective expulsor. The expulsor was sanded and dso seal and lens replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent for repair. There was unknown patient involvement and unknown patient harm.